Manufacturer narrative:
All available information indicates that the lead was abandoned surgically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead noise was observed on electrograms and a rv lead fracture was suspected. A local area sales representative reported that the patient was not pacemaker dependent and a lead fracture was unable to be identified under fluoroscopy. A revision procedure was performed and the rv lead was replaced. To date, no adverse patient effects were reported as a result of this procedure.